Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and a topical skin adhesive was used. The surgeon reported that the vial was sharp to touch. He continued using the device by adjusting his hand position and was able to achieved use of product. There were no adverse patient consequences.